Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had experienced premature end of service (eos). The patient reported that she had turned her device off two days prior to report, before she passed through an airport security gate and that she was not sure of whether she had turned it on or not. The patient felt more pain at her foot recently at the time of report. It was noted that when the patient¿s ins was checked at her last follow-up on (B)(6) 2018, that the battery was ¿still ok¿ and that normal impedances were measured. Additional interrogation sessions performed previously on (B)(6) 2017 and (B)(6) 2018, also indicated a device ¿ok¿ status and showed no abnormal impedances. When the patient¿s ins was checked on (B)(6) 2018, the ins had reached eos and the stimulation was off. Impedance testing performed at that time found no out-of-range electrodes when tested at 0.7 v. The patient reported that she had never had any accidents, falls, or shocking sensations. It was noted the patient was originally implanted to treat left leg pain due to failed back surgery syndrome (fbss). There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. Please note that method code 4114, result code 3221, and conclusion code 11 no longer apply to this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the event has been updated to reportable for serious injury at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient could not remember when exactly that she had felt more foot pain and that she just said it was a few days before her (B)(6) 2018 follow-up appointment. Ins replacement was planned for (B)(6) 2018. No further complications were reported or anticipated.